Event description:
Caller alleged discrepant results with inratio versus meter. Patient had a 2.0 inratio inr, no repeat test was done. The following day, patient had blood in bowel movement. Patient was tested at the hospital with a 11.0 inr. Patient was hospitalized and had blood transfusion.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 2.0, lab: 11.0, mean: 6.50, confidence limits: unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. Device is expected to be returned for evaluation. Investigation is pending.